Manufacturer narrative:
Device is a combination product.

Event description:
Reportable based on device analysis completed on 25-oct-2018. It was reported that crossing difficulties were encountered. Vascular access was obtained via the right femoral artery. The 70-80% stenosed, 30x3.25mm, concentric, de novo target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery. The lesion contained a bend between 45 and 90 degrees. After engaging a 6f ebu guide catheter and crossing a non-bsc guide wire, pre-dilation was performed using a 2.5x12mm maverick balloon catheter with a residual stenosis of 40%. A 3.50x32mm synergy ii drug-eluting stent was then advanced but failed to cross the lesion. After another attempt, the device was still unable to cross, so the device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage. Synergy ous mr 3.50 x 32 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found that on the first proximal stent strut, stent struts were lifted. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage at the distal edges of the tip. This type of damage most likely occurred when the tip was pushed against a restriction. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. The device was tracked over recommended guidewire with no issue. No other issues were identified during the product analysis.